Manufacturer narrative:
An event of possible transient ischemic attack after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported transient ischemic attack could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm navitor titan valve was successfully implanted in patient. On 01 august 2023, it was noted that the patient experienced an episode of right hand weakness, lasting 15 minutes, and self resolved. The patient's symptoms are consistent with a transient ischemic attack and were mentioned during a routine follow up. The patient did not seek medical attention and no treatment was required/performed. Subsequent to the previously filed report, additional information was received that the patient did not have any other clinical signs or symptoms during or after this event. No transient ischemic attack was confirmed. There was no initial or prolonged hospitalization due to this event. The patient was stable at the time of report. The root cause for the patient's right hand weakness was unable to be determined. There is no allegation of malfunction against the 35mm navitor titan valve or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 35mm navitor titan valve was successfully implanted in patient. On (B)(6) 2023, it was noted that the patient experienced an episode of right hand weakness, lasting 15 minutes, and self resolved. The patient symptoms are consistent with a transient ischemic attack and were mentioned during a routine follow up. The patient did not seek medical attention and no treatment was required/performed.